Event description:
Completed quality control of clinitek (urine tests) on (B)(6) 2016, both passed and recorded results in the log book. No record recalled of level 1 and 2 by poc on (B)(6) 2016. Review of results in machine indicated level 1 but not level 2.

Event description:
Completed quality control of clinitek (urine tests) on 03/30/2016, both passed and recorded results in the log book. No record recalled of level 1 and 2 by poc on 03/30/2016. Review of results in machine indicated level 1 but not level 2.